Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for device exchange. During procedure, an insulation breach was observed on the atrial lead. A repair kit was used to cover the insulation breach. Patient was stable post procedure.